Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers health care professional reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated that they was in the hospital because cancer and infection on the lungs. The customer stated that the insulin pump had insulin flow blocked alarm. Customer reported that event was resolved by changing complete set. The insulin pump will not be returned for analysis.